Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: dust or dirt problem. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The oes cystonephrofiberscope was returned to the service center with a report of broken optics. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the dirt adhering to the distal end was found to be most likely due to a dust or dirt problem. There was no patient involvement.